Event description:
It was reported via a legal filing that a male patient initially implanted on (B)(6) 2014, underwent revision surgery on his right hip on (B)(6) 2016. The plaintiff is also experiencing increased pain and discomfort in his right hip that has necessitated an injection of lidocaine and kenalog on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: a 25 mm bone screw; a size 12 stem, extended neck, 36 mm head, -3.5 mm femoral head; 62 mm cup. No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H2: duplicate to 1038671-2022-00309.

Event description:
As a direct, proximate and legal consequence of the defective nature of the device as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component loosening, impingement and/or detachment; metallosis; soft tissue damage; adverse local tissue reaction; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
B4 correction: reported in initial: it was reported via a legal filing that a male patient initially implanted on (B)(6) 2014, underwent revision surgery on his right hip on (B)(6), 2016. The plaintiff is also experiencing increased pain and discomfort in his right hip that has necessitated an injection of lidocaine and kenalog on (B)(6) 2021. Correct information: it was reported via a legal notification that a male patient, initial right hip implanted on (B)(6), 2016 is experiencing increased pain and discomfort in his right hip that has necessitated an injection of lidocaine and kenalog on (B)(6) 2021. D6a correction: (B)(6) 2016 d6b: correction: no date. Not revised d10: additional details: concomitants: 101-05-20 - 3.2mm drill bit 20mm 1pk (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm (B)(6), 186-01-62 - integrip cc, cluster 62mm, g4 (B)(6), 188-01-12 - wedge plasma x/o sz 12 (B)(6). H6 correction: clinical code, impact code, problem code h7: z-2112 thru 2133-2021. Correction to supplemental 1038671-2022-00801: this event is "not" a duplicate to 1038671-2022-00309.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. H7: z-2118-2021.